Event description:
Boston scientific received information from a patient advocate that the patient was stung by bees on the implant site and experienced shortness of breath. It was also reported that tachycardia therapy for this implantable cardioverter defibrillator (ICD) was programmed off approximately one year ago. The patient advocate was referred to the patient's physician. Attempts were made to obtain additional information from the local sales representative, however, no further information was available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.